Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was displaying a fatal error. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered a fatal error. The technical support specialist (tss) found that the station was online, and the database was full. The tss confirmed that the field service engineer had resolved the database issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was displaying an fatal error. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.